Event description:
It was reported that over two hundred fifty ventricle high rate (vhr) episodes were recorded. The ventricle lead was found to have high impedance, noise, and a possible fracture. The ventricle lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).